Manufacturer narrative:
(B)(4).

Event description:
According to the reporter; while irrigation was taking place during a diagnostic laparoscopy, a 0.5cm clear plastic piece/ring was seen on the patient¿s ovary and was removed by the surgeon. It is unknown where the piece came from, however one theory is that the fragment came from the reported device.